Event description:
It was reported that pulse generator interrogation resulted with the message -please use apsiii-. Two other programmers were used with the same result. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that when the pulse generator was interrogated, the message - installed function does not support this pulse generator- displayed. This was due to a scrambled ID byte. There were also multiple bits of product code flipped. After the correct ID byte was downloaded, normal function ensued.